Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. Concomitant medical products: item number: 15-106058, item name: m2a-38 cup non flared sz 58mm, lot #: 952490; item number: 650-1055, item name: delta ceramic option head dia2 8, lot #: 986880; item number: ep-200144, item name: act artic e1 hip brg 28x38mm s44 dia28, lot #: 694930; item number: x180311, item name: bi-metric/x por nc 11x135, lot #: 248120. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02876, 0001825034-2018-09413, 0001825034-2018-09415. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a revision surgery the patient experienced a blood loss of 1200cc. Operative notes state that there was a steady ooze of bleeding from the acetabular component resulting in some increased blood loss. Attempts have been made and additional information on the reported event is unavailable.